Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced weakness event though his cgm read 124 mg/dl. He drank some juice; however, he fell off the bed and remained conscious. His wife called emergency medical services (ems) who transported the patient to the hospital. Upon arrival, a bg was performed which was 49 mg/dl. The patient was treated with IV glucose, his bg stabilized and he was released later. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.